Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, had black screen with message "reboot and select proper boot device or insert boot media in selected boot device and press a key". And the remote smart service (rss) was in offline mode. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following field had been updated with additional information: h6. Correction: e1 (initial reporter facility name). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-aug-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was displaying a black screen. The cables to the drive were reseated, and the aio (all in one) was also reseated, but the system still did not boot up. A field service engineer replaced the drive and set up the station. The network settings were configured to 100 half-duplex, and a data sync was performed. The user was asked to log in and verify that the drawers were functioning properly and that patient and medication information was accessible. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, had black screen with message "reboot and select proper boot device or insert boot media in selected boot device and press a key". And the remote smart service (rss) was in offline mode. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.